Event description:
Invacare was made aware of an incident involving the perfecto2v concentrator experiencing an over pressurization event.

Manufacturer narrative:
The unit received an evaluation. The evaluation found the complaint was confirmed for darkening of the tubing from the left sieve bed through the check valve to the regulator/product tank, which caused a failure of the regulator on top of the product tank that resulted in an over-pressurization event which caused the regulator to detach upward and the product tank to push downward, deforming the sound box and causing the cabinet to separate. Additionally, a hole formed in the tubing that allowed sieve material to escape, which caused an area of discoloration on the interior of the shroud. This issue is consistent with a previously identified failure. This unit was manufactured prior to the updates that were implemented to resolve this issue. Additionally, based on the concentrator's serial number and the part number of the pe valve, this unit falls within the scope of field correction on z-0514-2021.

Manufacturer narrative:
This unit has been returned and is currently awaiting further investigation. This device was past the 3 year end of life period. Multiple attempts were made to obtain further information from the reporter regarding this incident, without success. This incident is being reported to the FDA out of an abundance of caution due to the unit allegedly experiencing an over pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
Invacare was made aware of an incident involving the perfecto2v concentrator experiencing an over pressurization event.